Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. It was also reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.